Event description:
Reporting status: serious injury - required intervention - permanent damage. Reporting rationale: guide wire separation requiring medical intervention, resulting in permanent damage. Device issue: guide wire separation. It was reported that during an angioplasty procedure with a whisper es in the posterior retro ventricular coronary (rvp) and bmw in the posterior inter ventricular coronary (ivp), the bmw guide wire encountered resistance and could not be removed. The guide wire broke at the marker level, at 15 cm. The guide wire piece detached and could not be extracted; therefore, it was left in the pt coronary. Balloons were used to impact the guide wire piece to the artery wall. No additional event or pt info is available.